Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 10/1/2025.

Event description:
It was reported that during the procedure to treat the left anterior descending (lad) coronary artery with mild calcification. The balance middleweight (bmw) universal ii guide wire was advanced with some resistance noted. There was resistance when deploying the stent as well as loss of tactile sensation. Upon removal, there was resistance with the guiding catheter and tip separation. The distal portion of the separation was simply withdrawn. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was not confirmed. The material too soft, difficult to advance and difficult to remove are related to case conditions and cannot be replicated in a lan environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined it is possible that the guide wire became damaged during advancement leading to the deformation, the difficult to advance and the difficult to remove contributing to the tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from no to yes. H6: component code 4755 was removed. H6: type of investigation code 4115 was removed. H11: additional manufacturer narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined it is possible that the guide wire became damaged during advancement leading to the deformation, the difficult to advance and the difficult to remove contributing to the tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: corrected date of event b6: corrected relevant test/laboratory date.